Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual/microscopic inspection: the sample was used. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place; however, the top slide would release leaving the bottom slide in the primed position. X-ray imaging was performed which indicated that the cannula tang engagement was not sufficient, resulting in the release of the cannula. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. There were no other anomalies found. It was noted that the stylet and cannula hubs were from cavity 5. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for self-activation, as the cannula tangs would not fully engage as the top slide was primed, and the device self-activated during functional testing. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy the health care provider locked the top slide into the primed position and when the hcp attempted to lock the bottom slide into the primed position, the top slide unlocked and released by itself. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.